Event description:
The service center was informed, when plugged in, the 4k autoclavable camera head is reportedly giving some kind of error and is not showing an image during an unspecified therapeutic procedure. No death or patient injury was reported.

Manufacturer narrative:
The subject device was returned to the service center for evaluation. The evaluation confirmed the "camera is giving some kind of error and when plugged in there is no image" as there was an intermittent e224 error displayed due to a defective cable unit. Additionally, switch #1 is intermittent due to a faulty switch board and the read cover label is fading. The device was repaired and returned to the customer. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely handling put excessive force on the cable, and e224 occurred due to the breakdown of the cable unit.